Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer stated that she recently had surgery. Customer's blood glucose reading ranged from 294 to 417 mg/dl. Customer reported symptoms related to her high blood glucose levels include dry mouth. Customer was not able to troubleshoot at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Replacement product is being sent.